Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
The department of orthopedic surgery, mayo clinic (2017) published ¿outcomes following acute metacarpophalangeal joint arthroplasty dislocation: an analysis of 37 cases¿. The purpose of this study was to assess the outcomes of surgical and nonsurgical treatment modalities of mcp arthroplasty dislocations. Twenty-seven (27) patients who sustained 37 acute mcp arthroplasty dislocation were the focus of the study in which 21 dislocations were treated with revision arthroplasty. Among the 21 dislocations that underwent revision arthroplasty, 15 were successful, and 6 failures were reported: 2 patients required a repeat revision arthroplasty for continuing instability and 4 experienced repeat instability without further intervention. The publication confirmed the use of integra mcp (silicone and pyrocarbon); however, it is not clear which type of mcp caused the adverse events. Several attempts were made to the author to obtain additional information and we were not able to obtain confirmation.

Manufacturer narrative:
The device in question was not returned for evaluation. No DHR review is possible as no product information is available. Also, the root cause is unknown as no additional information has been received, and the parts have not been returned. Potential root causes include patient trauma, patient physiology, and surgical technique, none of which can be confirmed or evaluated based on the limited information available.